Event description:
The account alleged the bed would go up by itself. No pt impact.

Manufacturer narrative:
The technician found the bed functioned as designed and could not duplicate the issue. The technician in-serviced the nursing staff on the beds functions to resolve the issue.